Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).

Event description:
The customer reported a speaker malfunction, no alarm coming from the device. It is unknown if the device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips field service engineer (fse) went for onsite service at the customer side and performed diagnostic/functional testing on the device. Results of functional testing indicate that the device was not producing an alarm sound. After the replacement of the main board the device returned into service.

Event description:
The customer reported a speaker malfunction, no alarm coming from the device. The device was not in use at time of event, there was no adverse event reported.